Event description:
The customer reported that the device locks up when they hit the charge button in operational check.

Manufacturer narrative:
(B)(4): the device was evaluated at philips. The symptom was verified. Replacing the processor pca resolved the issue.